Event description:
This is report 1 of 2 for the same event. It was reported that prior to surgery, during testing, it was observed that the motor device ¿gives error code e2¿ when in use with a console device. According to the reporter, the motor device was tested with another console device and the ¿same e2 code¿ was observed. There were no delays to a scheduled surgical procedure as an identical spare device was available. There was no patient involvement. Therefore, there were no reports of no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.